Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37092 lot# 242130001, implanted: 2010 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the device caused significant pain when stimulation was on. It was noted there was a shocking like feeling through arms and legs. It was stated there were abnormal sensations. It was further reported, the patient status after explant was recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable pulse generator, serial #(B)(4), found no anomaly. Analysis of the extension, serial # (B)(4), found the extension body had been cut through and the product was segmented. Analysis of the extension, serial # (B)(4), found the extension body had been cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.